Event description:
A malfunction alarm known as malf 12 was reported, marking at least three occurrences on the same pump despite not causing recent blood glucose levels to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump, confirmed the warranty status, and guided the customer on putting the pump into storage mode before returning it. Instructions for return via a pre-paid label were provided, with the customer acknowledging the information and understanding the need to comply within 10 days.